Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 52mm diameter thoracic aortic aneurysm. The diameter of the proximal thoracic aorta was 36mm. It was reported that two valiant devices were planned to be implanted, one distally and one proximally. Vamf32258c150tj was to be implanted distally and vamf4036c150tj was planned to be implanted proximally. As the patient had a short neck the valiant was implanted in zone 1. The sealing zone of one stent graft on the proximal side was achieved and touch up was performed. The treatment was completed. It was reported that two weeks later a postoperative CT scan identified a type ia endoleak. The physician stated that the endoleak may have occurred from the whole proximal sealing zone rather than from a local position. The use of an anticoagulant might have had an influence on this event and the physician thought the endoleak may disappear overtime. Per the physician, the cause of the event was anatomy related due to the patients short neck. No additional clinical sequelae were reported and the patient will be monitored.